Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that a remote monitoring alert was received indicating that this device was in safety mode. Because the patient was pacemaker dependent, the patient was hospitalized. Boston scientific technical services was contacted and confirmed the device required emergent replacement. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequence. The device is expected for analysis, but has not yet been received. The device was returned to boston scientific for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote monitoring alert was received indicating that this device was in safety mode. Because the patient was pacemaker dependent, the patient was hospitalized. Boston scientific technical services was contacted and confirmed the device required emergent replacement. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequence. The device is expected for analysis, but has not yet been received.